Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a l4 to s1 posterior fixation procedure, the surgeon used the lockscrew starter x2 to perform a reduction on l4 and l5 screw with s1 screw locked and the starter broke. When trying to retrieve broken pieces of lockscrew starter, screw loosened from bone. As a result, another track for screw and longer rod was needed.